Event description:
It was reported that an ilet user experienced persistent high blood glucose following a prior bent cannula event and observed drops at the tubing connection suggestive of a transient leak; the user performed a full supply change and also replaced the dexcom sensor due to a perceived inaccuracy, after which glucose began trending downward. Symptoms included hyperglycemia with fingerstick readings around the high 300s to low 400s before improvement. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to establish a device problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.